Event description:
It was reported the patient was experiencing discomfort at her ipg site. The patient underwent surgical intervention on (B)(6) 2015 where her ipg was relocated.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.